Event description:
Proximal tip of stent frayed.

Manufacturer narrative:
The report from the field indicated that: a patient was undergoing coronary stenting of the rca. The 2.5x28mm cypher stent was completely removed from the guide catheter for repositioning, and it was was also wiped off. The stent was then re-introduced into the guide catheter, where it appeared to catheter, where it appeared to catch on the guide catheter and the tip of the stent frayed. The procedure was successfully completed with another cypher of the same size. There was no patient injury. An analysis of the returned device revealed flared struts in the proximal end, and a fracture of the hypotube. Clinical impression: a report was received that indicated that a 2.50x 28mm cypher stent had distal stent strut flaring. It was reported that the stent had been removed from the patient and wiped down in preparation ( to be re-inserted). While the catheter was being re-loaded, the tip caught on the edge of the catheter and frayed. There was no injury to this female patient and the procedure was completed with another cypher stent. No additional information regarding the patient's history or lesion characteristics is available. The stent was returned for evaluation which revealed that the stent strut uplift was on the proximal part of the stent. A fiber was also observed attached to the flared stent, which probably occurred as the stent delivery system (sds) was wiped off. The sds was also noted to have a bend and a severe kink near the proximal aspect. This may have been caused by repeated bending of the product. The exact cause for the stent flaring could not be determined, but it is likely that it got caught on the catheter tip as the stent was being pulled back. The instructions for use for the cypher stent recommend that the sds and guiding catheter be pulled out as a single unit to prevent dislodgement of the stent. The following is an analysis of the returned product: visual analysis: the stent is intact on the balloon with a fiber attached to the flared struts in the proximal end. The fiber in the stent struts is probably from being wiped off. The sds has a bend 1.6cm proximal to the tip and a severe bend-type kink fracture of the hypotube 57cm proximal to the tip. The fractured ends are being held together by the outer sheath. Dimensional analysis: the returned sds catheter's tip inner diameter, body outer diameter and stent profile were measured and found to be within dimensional specifications. Device and lot history record review: this is the first report of this type received for this sterile lot number to date. This corresponds to a rate of 0.025% (time frame is from april 2003 to may 2004) for chest pain complaints for the cypher family (cordis llc). A review of route sheets was not performed for this product, as no sterile lot number was available. Conclusion: the sds was received with the stent exhibiting some flaring of the struts in the proximal end. The exact cause for the stent flaring could not be determined, but probably caught on the catheter tip as the stent was being pulled back. The IFU for this product does not support withdrawal of an unexpanded stent back through the guiding catheter, as damage may occur. The fractured catheter hypotube appears to be related to "reverse bending", (bending, straightening and bending). No corrective action will be requested. This complaint does not appear to be manufacturing related.